Event description:
It was reported that this pacemaker system exhibited artifact oversensing which led to three seconds of asystole due to pacing inhibition. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This system remains in service.